Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed, and, during visual inspection, the instrument was found to have thermal damage at the tip. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy and began arcing almost immediately on several attempts. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument had scratches and cracks on blades. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if other instruments were used when the arcing event occurred. It was unknown if the arcing appeared to originate from an instrument associated with the complaint or from another instrument in use at the time of the event. The patient did not experience any injury or adverse event during or after the surgical procedure.